Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 518 mg/dl. The customer was treated with 10 units of novalog, IV fluids and lab tests. The customer was admitted at (B)(6) hospital on (B)(6) 2014. The patient was no in an accident and she was wearing the insulin pump in time of hospitalization. The customer was advised that we are sending replacement insulin pump.